Event description:
It was reported that during a laparoscopic sigma procedure, the device after 15 minutes had no function. A new device was used to completed the case with no patient consequence. There are no further details available.

Manufacturer narrative:
Cracked blade. Analysis summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analyis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: 'avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.